Event description:
A trilogy ev300 ventilator was sent to a third-party service center for the complaint of "failed software update, device inoperative". There was no allegation of patient harm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.